Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the universal cannula seal instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the seal broke off the "wrapper" universal that was opened for use. No further information was provided. There was no reported injury.